Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that data points were missing from the continuous glucose monitor graph. Reportedly, the issue resolved and customer successfully resumed insulin delivery. Customer's blood glucose level was 375 mg/dl..